Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass also, unable to perform any tests due to lcd physical damage. The insulin pump had cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced display anomaly. Customer reported that display screen had black streaks. Customer reported that screen was bleeding liquid crystal. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.